Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was intermittently not powering on. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's system pcba to resolve the reported issue. Proper device operation was observed through functional and performance testing and the device returned to the customer for use. The cause of the reported issue was determined to be a faulty y1 crystal on single board computer (sbc).

Event description:
The customer contacted stryker to report that their device was intermittently not powering on. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.